Event description:
The dr was unable to insert the iab through the sheath. He tried to insert the iab without a sheath but was still unable to insert the iab into the pt. A second iab was used. Event complications none from the event -reproted 2/5/97. Pt's current status: waiting for surgery.

Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the membrane noted to be completely unfolded. Blood was noted on the exterior of the iab. The iab was returned with the sheath in place over the catheter tubing. Kinks were noted in the sheath along its entire length. The catheter o.d. Was measured and found to be within co's mfg specifications. The unfolded membrane appeared normal under room light and polarized light. Probable cause of difficulty: in general, difficulty advancing the iab or sheath into the pt or advancing the iab into the sheath may be attributed to one or more of the following: the user may have not drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The pt may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath. It was only rpt'd that difficulty was encountered advancing the balloon through the sheath. The condition of the sheath does support the rpt'd difficulty.